Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 20 mg/dl. Reportedly, customer inadvertently entered too many carbohydrates into the bolus menu and administered too much insulin causing them to go low. Reportedly the customer¿s husband assisted the customer with a manual injection and called emergency medical services which transported the customer to the ER. Customer was treated with sugar by paramedics, and intravenous fluids in the ER. Reportedly, customer suffered from a diabetes coma. Customer was released with issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.